Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he was hospitalized for blood glucose levels exceeding 500 mg/dl due to an occluded infusion set. His heart was beating fast as a result of the hyperglycemia. The customer stated that the tubing line was occluded for two days; when he got to the hospital he spotted a white cloud of some sort blocking the line. Troubleshooting could not occur for the no delivery since it was a past event, and the customer declined to troubleshoot his high blood glucose. The customer was advised to do a complete set change as soon as possible, and to call when the no delivery alarm occurs in order to troubleshoot. No products were shipped or returned.